Event description:
It was reported that the irrigation side port broke off from the catheter handle. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Prior to insertion of the catheter into the patient, the irrigation side port broke off from the catheter handle. The catheter was replaced, and the procedure was completed successfully with a new farawave catheter. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.